Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that their stimulator kept turning off after coming from the hospital and even if at home. The patient stated their symptoms were variable when the stimulation was off. They said they didn't need to change pads but sometimes they do. The patient confirmed they spoke with an agent on (B)(6) 2025 and was informed about emi. The patient stated that they were charging their battery bi-weekly. The patient mentioned that sometimes it took a while for the recharger to connect to their implant and sometimes it took an hour to charge. The patient mentioned that the hcp did change their stimulation settings at the last visit. The agent reviewed and advised the patient to charge weekly instead of 2 weeks. The agent reviewed more frequent recharged session could result in a faster recharge time. The gent advised if the battery was too low it would turn off and they must turn manually turn it on once charged. The patient mentioned they were talking to their hcp about changing their implant to a non-rechargeable one. The agent advised to contact their hcp to pull some actual data from their implant to confirm what was happening. The patient called back on (B)(6) 2026 to update they hadn't had any issues since they last called and said "thank you for the advice. It was good advice."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to charge their implant, which had been at 50% which was higher than the implant battery level was after their usual 2 week recharge interval, and they noticed that the therapy showed off. Patient said that was weird and they didn't know how therapy got off so they checked the therapy application and saw a "power on reset (por)" message. Patient said they were able to turn therapy back on. Patient said they don't know how or why they got a por. Patient said they realized that this way probably why they had such terrible bladder control for more than a week, possibly 2 weeks. Patient said they had also been very constipated and had tried to remove a fecal impaction themselves but they were still working on it. Patient said constipation was recent, within the last week. Agent asked if patient had been around any potential electromagnetic interferences (emi). Patient said they had been at the hospital on (B)(6) 2025 for blood work. Patient said that now that therapy was back on, they were expecting symptoms to improve and would follow up with health care provider if they don't. Patient mentioned that their therapy results had been "highly variable" and said that they could tell though that once the therapy had been off they could really tell how much the therapy had been helping them in the absence of it. Patient provided medical information that they had some cognitive decline and said that for now they were able to charge the implant battery but they wanted to plan for the future and get a non-rechargeable battery.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.